Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge "tubing was warped." Reportedly, customer loaded a new cartridge to resolve the issue. Subsequently, the customer miscalculated a bolus and experienced a low blood glucose (bg) level. Bg value was not provided. Customer consumed carbohydrates to address bg and resumed insulin therapy.